Event description:
A patient was scanned using an MRI and synergy flex m coil. A post arthrogram shoulder scan was performed and the scan time was approximately 45 minutes. During the scan the patient reported being uncomfortable due to arm positioning. The patient was sent home. Two hurs after the examination the patien noticed a blister on their left arm above the elbow. The patient returned, the burn was dressed and the patient was agian released.